Event description:
It was reported that during a supply change the patient connected the connector and cartridge outside the ilet, resulting in insulin leaking from the connector; the issue was addressed with education to connect the tubing and connector first, then rewind, insert the cartridge into the ilet, and complete the connection, consistent with a use-of-device problem involving an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the issue was related to use of the device rather than a device malfunction, with the specific component not codified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.